Event description:
The respironics millenium concentrator (B)(4) had melted plastic grating next to the concentrator's inlet filter. According to the pt's daughter the pt has been hospitalized because of the incident, on a ventilator and has had pulmonary edema from breathing in fumes. Dose or amount: 2 liters per minute, frequency: oq, route: nasal. Dates of use: (B)(6) 2006 - (B)(6) 2010.